Event description:
It was reported that pre-implant with the device still in the box, the caller did a capacitor formation and the voltage dropped to 2.8 volts. The device will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.